Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stripped battery cap at coin slot area. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s son reported via phone call that they were hospitalized due to hypoglycemic event on (B)(6) 2017. Customer¿s blood glucose was below 15 mg/dl, treated with glucose tablets. Customer¿s son mentioned the insulin pump was giving strange readings for correction bolus. Emergency medical services were dispatched as customer was unresponsive and is in ICU. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed on the insulin pump and no anomalies were noted on the device, it passed the displacement test. The insulin pump will not be returned for analysis.